Event description:
It was reported that during the assembly of the valve using the delivery catheter system (dcs), unusual resistance was identified. Upon removal, the valve was intact without abnormalities, but the dcs was damaged. The dcs was replaced, and the valve was also replaced as a precautionary measure. The new assembly was completed without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Product ID {evproplus}; product serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.